Event description:
It was reported that the part of the bard polyurethans ureteral catheter came off inside the patient as the device failed (e.g. Broke, couldn't get it to work or stopped working). It was seen on x-ray and taken out by the surgeon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.